Event description:
It was reported that the patient's blood glucose level rose to above 400 mg/dl while wearing the pod longer than 48 hours. Investigation of the pod found a cracked reservoir leaking insulin internally. The device was originally reported for the patient being unsure it was delivering insulin.

Manufacturer narrative:
The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the data still could not be downloaded. The reservoir was observed to be cracked, diverting fluid from the fluid path causing an internal leak leading to internal corrosion on multiple components, low battery voltages, and data loss. No damage was observed to the pod housing or exterior that line up with the cracks. Without the download data it could not be determined if there were any drive stalls or struggle to deliver insulin . The timing and cause of the cracked reservoir could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.